Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.

Manufacturer narrative:
This is 1 of 2 reports. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the head CT showed cerebral atrophy and chronic microvascular ischemic changes without acute abnormality. MRI revealed multiple scattered foci of restricted diffusion in bilateral cerebral hemispheres, consistent with acute embolic infarcts, which may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from patient support, care advocate (spouse) called this morning after receiving the patient's implant ID card. He informed us that the patient passed away on (B)(6) 2025 at implanting hospital. Patient underwent tavr on (B)(6) 2025. According to the care advocate, the procedure went fine. However, when asked for cause of death, he stated, 'I don't have the death certification with me, but she passed away from complications following the procedure.' Through medical record review it was found that the patient had a stroke two days post procedure. Per initial medical records received, the deployment of the valve occurred without any issues and the intraoperative transthoracic echocardiogram performed after the valve deployment, revealed good valve positioning with no significant perivalvular leak or other complication. Another aortic root injection was performed which demonstrated excellent valve positioning and no significant aortic regurgitation. The use of 2 non-edwards closure devices in the right common femoral access site appeared to have worked as planned and hemostasis was achieved. However, an im catheter was inserted in the left femoral artery across to the right femoral artery, and an ileo-femoral angiogram which was performed revealing some extravasation around the common femoral artery. Manual pressure was held and the operator did not feel that this necessitated surgery. Further manual pressure was held and hemostasis achieved. There are no indications of any other complications in the records provided. Additional records were received. Post procedure, the patient presented with a right iliac artery pseudoaneurysm (1.7 cm) in the right groin, confirmed by ultrasound, accompanied by a hemoglobin drop from 11.9 (two days post op) to 8.1. Vascular surgery was consulted for management. Initial plan was surgical repair; however, on post operative day 1, new-onset right hand weakness prompted neurological evaluation. Head CT showed cerebral atrophy and chronic microvascular ischemic changes without acute abnormality. MRI revealed multiple scattered foci of restricted diffusion in bilateral cerebral hemispheres, consistent with acute embolic infarcts. Follow-up CT on post op day 2 showed no acute intracranial findings. Due to acute cerebrovascular accident (cva), neurology advised against surgery. The patient developed hypotension refractory to volume resuscitation and norepinephrine, with fever of 38.8'c. Vascular team initiated vancomycin. Hemoglobin continued to decline despite transfusion. Cta confirmed active bleeding from the right groin pseudoaneurysm into a soft tissue hematoma. On post operative day 2, interventional radiology performed embolization of the right femoral artery. Hemoglobin stabilized post-procedure. Due to persistent anemia and functional decline, patient was transferred to a skilled nursing facility (snf) on post op day 5 for rehabilitation and ongoing monitoring. On post op day 24, patient was readmitted to emergency department from the snf with fever, shortness of breath, worsening right groin pain, and lower extremity edema. Vitals were stable. Imaging showed no acute cardiopulmonary pathology; cta thorax was negative for pe but noted moderate hiatal hernia. CT abdomen/pelvis revealed an 8.2 ' 7.3 cm right groin hematoma without active extravasation. Blood cultures were negative; urine culture grew multi-drug-resistant e. Coli, treated with IV antibiotics. The patient developed atrial fibrillation/flutter, and were started on amiodarone, and converted to normal sinus rhythm under cardiology supervision. On post operative day 26, they underwent surgical evacuation of a right groin hematoma and repair of right common femoral artery pseudoaneurysm. Intraoperative cultures of the hematoma were negative. Significant blood loss occurred, requiring aggressive resuscitation and postoperative vasopressor support. No postoperative bleeding noted. Therapeutic lovenox was initiated in place of eliquis. The patient subsequently developed a right pleural effusion requiring pigtail catheter placement. During hospitalization, they patient became severely deconditioned and unable to tolerate oral intake. Despite medical stability, patient declined further interventions. After multiple family discussions, care was transitioned to comfort measures per patient's wishes. Patient was transferred back to snf on post operative day 32 for palliative care.

Manufacturer narrative:
A supplemental MDR is being submitted due to related MDR # submitted, sections g6, h2, h10: 2015691-2025-07993. Related manufacturer report numbers have been provided in h11, as the h10 fields are not currently being submitted properly.